Event description:
It was reported that the key pads for the "on/off" were not working properly on the external pulse generator, specifically with turning the unit on. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the main keypad was defective. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the key pads for the "on/off" were not working properly on the external pulse generator, specifically with turning the unit on. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.